Event description:
During baxter's evaluation of a spectrum pump, the device alarmed to close door when the door was closed. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but could not reproduce the closed door alarm which was caused by a loose link screw. The link screws were replaced to correct this condition.